Event description:
The pt reported, an elevated blood glucose reading of 387 mg/dl with his normal reading being 137 mg/dl. He stated, his insulin infusion set tubing was slit near the luer lock. He said, the tubing had been in use for one day when this occurred. The pt stated, he is almost completely blind and cannot read the lot number or use date of the product. He said, he is not sure what box this set came from since he puts all of his sets in one container. The pt treated his elevated blood glucose by bolusing through his insulin infusion device. On follow up, the pt stated his blood glucose reading had come down. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.